Event description:
It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator (ICD) exhibited automatic mode switch (ams) episodes that appeared as far r-wave oversensing. There were no interventions and no patient's consequences.